Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and an off no power alarm. The customer also reported that the insulin pump had a blank display after pressing act button. The customer's blood glucose was 482 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the display returned after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside of the device and it passed. The pump was monitored and no blank display anomalies or unexpected low battery or off no power alarms were noted. No damage on the lcd isolation tape was noted. The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.